Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l47641), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during meniscal repair on an unknown date it was observed that the implant did not hold on to three anchor devices while fixing a meniscal allograft. According to the report, the implant was not holding in the patient meniscal or capsular tissue. It was reported that the back stop created holes on the patient's tissue. The surgery was completed with another like device and with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.